Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a gastric bypass procedure, malformed staple lines were discovered on both sides of a straight reload when first transecting small bowel. The distal malformed staple line was revised using another reload, where a fully formed staple line was observed on the patient side and malformed staples were found on the specimen side. The malformed proximal staple line was over-sewn. The tech also noted that it was difficult to unload the reloads from the handle. No other adverse events were reported.